Event description:
It was reported patient underwent a distal tibia fracture fixation procedure. During drilling the tip of the drill fractured and was retained by the patient. A second drill was used to complete the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Lot number - unknown, manufacture date - unknown.